Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead exhibited noise. Upon review, of stored electrogram, high ventricular rates were noted. The noise was reproducible via isometrics. No other electrical anomalies were observed. No intervention was performed. The patient was asymptomatic and would continue to be monitored.